Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting with the customer, the rse was informed that the system was not completing the boot sequence. To resolve the issue, the customer performed multiple reboots. After reboots, the reported issue didn¿t reoccur, and system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.